Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 2 (low flow). It was determined that the device had a failed circulation pump.

Event description:
It was reported that the arctic sun device failed calibration error 2 (low flow). It was determined that the device had a failed circulation pump. It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump, they would replace the parts in house. Per review of work orders open for sn dyaqy051, a second work order was created for a failed mixing pump. Wo-00105922. Both pumps will be replaced onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Arctic sun device failed calibration error 2 (low flow). It was determined that the device had a failed circulation pump. Arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump, they would replace the parts in house. Per review of work orders open for sn dyaqy051, a second work order was created for a failed mixing pump. Wo-00105922. Both pumps will be replaced onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. Corrections: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.